Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20256466. Product family: unk, upn: unk, model: unk, serial: unk, batch: unk.

Event description:
It was reported that the spinal cord stimulation patient experienced inadequate stimulation as well as high impedances on the left lead. The patient underwent an ipg and lead revision procedure. It is unknown which lead was on the left. The patient is doing well post-operatively.